Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an abnormal electrocardiogram (EKG). It was also reported that the right ventricular (rv) lead exhibited possible loss of ventricular capture, chronically high ventricular capture thresholds and a rv lead polarity switch. It was further reported that the right atrial (ra) lead exhibited an atrial lead position check failure, atrial under-sensing on electrogram (egm) and low measured p-waves. Both the rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.